Manufacturer narrative:
The reported field event of dislodge on the left ventricular setscrew was confirmed. Analysis of the device revealed the left ventricular set screw was detached from its setscrew bore. The lv setscrew could be over loosened causing the setscrew to dislodge from the setscrew bore. The reported field event of setscrew too loose was confirmed. The left ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented with dislodgement noted on the left ventricular lead. This resulted in loss of capture and was confirmed via x-ray. The right ventricular and atrial lead were noted to have reduced slack. During the revision, the device was noted to have a stripped set screw, and was later noted to be too loose. The system was explanted. No adverse patient consequences were reported.